Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. . Product has been received but is pending evaluation. A follow up report will be submitted upon completion. Problem could not be confirmed and probable cause cannot be determined.